Event description:
Today two bard max-core biopsy needles both with lot number rekt3666 misfired while trying to perform a prostate biopsy. Patient code:4582. Device code: 2532. Reference report: mw5176089.